Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, a conclusive cause for the reported patient effect of hypertension, and the relationship to the product, if any, cannot be determined; however, the subsequent unexpected medical intervention and hospitalization appear to be related to the operational context of the procedure. The investigation determined that the patient ultimately expired due to unspecified complications confirming the reported death not related to reported adverse event. The graftmaster device reportedly did not cause or contribute to adverse events or complications. In addition, it was reported that the graftmaster was deployed with a maximum pressure of 17 atmospheres (atm). It should be noted in the graftmaster instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. H6: health effect - clinical code 4582 was removed.

Event description:
Subsequent to the initially filed reports it was reported that the 4.5x19 mm graftmaster was deployed first. This did not completely seal the perforation and the 4.0x19 mm graftmaster was then implanted and the perforation was thought to have been sealed. The impella pump was placed due to high end diastolic pressure (edp). When the patient was brought back to the cath lab, the 3.5x19 mm graftmaster was deployed. In the physician's opinion, no graftmaster device caused or contributed to the patient death and the patient was declining in health (towards death) prior to use of the graftmaster devices. No additional information was provided.

Event description:
It was reported that the procedure was to treat a perforation in the proximal left anterior descending (lad). A 3.5x19 mm graftmaster covered stent was implanted at 20 atmospheres (atm) and the perforation appeared sealed post stent placement. The patient was sent to the intensive care unit (ICU) and they went into full arrest so the patient was brought back to the cath lab to re-evaluate the perforation. Blushing was seen so an impella pump was placed and the 4.0x19 mm graftmaster covered stent was implanted at 17 atm. The 4.5x19 mm graftmaster covered stent was implanted at 15 atm. Reportedly, the perforation appeared sealed post stent placement; however, the patient ultimately expired due to unspecified complications. The graftmaster devices reportedly did not cause or contribute to adverse events or complications. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Medical device problem code 2017: above rbp. The additional devices referenced in b5 are captured under separate medwatch numbers.